Event description:
Independent repair center: customer alleged alarming/red light/ alarm will not function and the key failure is the valve is not shifting properly. Associated malfunctions for this device: power switch has no audible alarm, sieve bed is dusted and the pilot valve alarming and shut down.